Event description:
Customer reported an overinfusion of fentanyl. Vague and ambiguous event info received. The customer reported a fentanyl 50 mcg/ml infusion was programmed to run at 0.23 ml/hr. The rate was then increased (time unk) from 3 mcg/kg/hr to 4 mcg/kg/hr. Some time after the rate increase, a bolus of 8 mcg was given over 10 minutes. Following the bolus, the pt coded and was given narcan. The pump was found to be running at 2.28 ml/hr with a concentration of 5 mcg/ml instead of the intended concentration of 50 mcg/ml. No other event details available. No additional medical intervention required and the pt recovered without ill effects. The data set and event logs from the pcu and syringe module were received. The investigation is on-going. A follow up report will be filed upon completion of the investigation.